Event description:
It was reported that in the (B)(6) of 2014 the patient¿s symptoms of urinary frequency returned and they were unable to feel the stimulation from their implantable neurostimulator (ins). At an office visit with their physician, it was noticed a failed impedance test with high impedances seen on all (B)(6) electrode combinations when tested up to 5 amps. The patient also experienced less than (B)(6) therapy relief during the event issue. Both the ins and lead were then removed and were replaced. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va019dj, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received confirmed that the patient had a sudden loss of symptom relief and stimulation sensation which had started approximately 3 months ago. Following the replacement procedure, there was no report of any patient injury and their outcome was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 3058, serial # (B)(4) showed no anomalies. Analysis of lead model 3889-28, lot #va019dj showed that 3 conductors were broken 4.4 cm from the distal end. Also, 1 conductor was broken 4.3 cm from the distal end. There was cosmetic environmental stress cracking on the insulation at the distal end. All circuits were open with no short circuits seen.